Event description:
A customer reported that the unit of measure setting on their freestyle meter changed. The customer reports delaying his medication but reports no symptoms due to the delay. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.